Event description:
It was reported that the device's battery is not holding charge even with a new battery. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not conducted due to the results of the complaint investigation did not indicate a problem with the manufacture of the device. There were not any causes or potential causes of the customer's reported issue found during the review of the service and repair records. The product device was received for evaluation. There was physical damage to the device. The right plunger case was cracked and plunger assembly was a little loose and rotated. There were not any errors associated with the customer's reported issue on the event history log. Upon inspection, the device light-emitting diode (led ) and battery were not charging with alternate current (ac) the root cause for reported issue was interconnect board did not operate as intended due to normal wear of the device. The pump is over 16 years old. The device was not repaired due to the sw version was no longer in service.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08717 is no longer considered reportable, please disregard any MDR reports associated with it.